Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels ranging from the 30's to above 600 mg/dl with large ketones. Reportedly, the healthcare provider classified the ketones as life-threatening. The suspected cause was unknown. The customer consumed glucose and drinks and administered manual injections. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.